Manufacturer narrative:
Date of this report: 02/27/2014. Date MFR received: 04/06/2015. Additional information regarding product evaluation: received nim 3.0 mainframe and patient interface for evaluation by the engineering group. The condition of the device showed no significant physical damages. A shake test was performed on the mainframe; no loose parts were heard. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; normal and appropriate responses were seen on all channels. The stim setting was changed using the probe; system responded appropriately. Electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The unit was released to s<(>&<)>r for processing.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant devices: 8253200: patient interface. 8253200 response 3.0, s/n (B)(4), lot 208257712 manufactured date: 04-16-2014 * 8229308: endotracheal tube. 8229308, lot unknown. * 8225101: probe 8225101 5pk std prass fl, lot unknown. (B)(4). Product evaluation: service and repair and qe examined the unit (mainframe 8253001 nim response 3.0) and could not duplicate customer's issue; however, upgraded software to current version as preventive maintenance. As a precautionary measure, placed unit in burn-in for 24 hours attempting to observe any heat related failure. The item was tested and passed all manufacturing specifications. Service and repair and qe examined the unit (patient interface 8253200 response 3.0) and could not duplicate customer's issue. Replaced wave washers on the device due to cable clips being loose. The item was tested and passed all manufacturing specifications. It has been confirmed that the emg tube (endotracheal tube 8229308) and probe (probe 8225101 5pk std prass fl) have both been discarded by the user facility.

Event description:
It was reported that during a thyroidectomy, the surgeon had direct visualization of the rln (nerve) and using a prass stimulator probe the nerve would not stimulate. Nim settings showed all connections correct; event threshold 100, stimulation started a 1.0 ma and was increased to 2.5, but still no nerve response from stimulator. Stimulator was working properly and delivering current as indicated by tone and "delivered" stimulus reading on nim. Surgeon dissected out to the vagus nerve and it stimulated, but the branch by thyroid would not. The doctor felt that this was a false negative. The case was completed and it was confirmed that the patient did not have any nerve injury. The same nim 3.0 was then used on a parotidectomy without incident. Surgeon is very familiar with the nim and does not know why it did not work on thyroid case. The sales rep has also tested the system; it worked as expected.